Manufacturer narrative:
Through follow up with user facility personnel, it was learned that this was a post lung transplant patient that was treated with cryo-therapy treatment. The device was not returned for investigation. Without the return of the complaint device, the complaint cannot be confirmed, and the cause of the reported issue cannot be determined. The instructions for use ((B)(4) states the following: "when using a scope, place the catheter through the catheter introducer and into the biopsy or working channel of the scope. Ensure catheter and scope are completely defrosted before repositioning or withdrawing catheter. Withdraw catheter in the straight position. Care should be taken to avoid kinking or fracturing the catheter during handling and insertion into the catheter introducer." The instructions for use (B)(4)) states the following: "the physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, co-morbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray." The log files for the trufreeze console system subject of the event were reviewed and no abnormalities were noted. No other issues have been reported.

Event description:
The user facility reported that during a patient procedure, a patient had a blood clot form while using the trufreeze system console resulting in a procedure delay. The procedure was completed successfully, and the patient has since been discharged.